Event description:
It was reported that the device entered backup mode during an unrelated procedure. The device was interrogated and returned to the normal operating mode. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.